Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 313. The root cause was determined to be a faulty main display. The main display was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 313. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.01.00. No additional information is available.